Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient was unable to connect to the ipg. Troubleshooting was attempted by the company representative where the ipg was recovered.